Event description:
The customer reported to olympus, the telescope, 70°, 4 mm had a bent and broken light guide connector. The issue was found during preparation for use for an unspecified therapeutic procedure and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the following; an internal lens was damaged, there was foreign matter adhesion on the internal lens and there was a detached serial number ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was caused due excessive force. Olympus will continue to monitor field performance for this device.